Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as welts from rubbing under the vibration box on back. There was no alleged device malfunction contributing to the irritation. The patient¿s rehab facility staff applied cream to the skin irritation. Follow up indicated that the skin irritation improved.